Manufacturer narrative:
The insulin pump passed the displacement test. However the pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The analysis was unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The pump was received with normal operating current. The insulin pump did passed self test and off no power test. The insulin pump also had a minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call pump alarmed motor error. The customer's blood glucose at the time of incident was 14.5 mmol/l. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.